Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6) ,2023.

Manufacturer narrative:
This report is submitted on august 17, 2023.

Event description:
Per ther clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report. It is unknown if there are plans to reimplant the patient as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 15, 2023.